Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customization has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: original sentence/conclusion statement referred to "normal intact aortic arch with normal main and branch pulmonary arteries.¿ - this was changed to refer to "normal aortic arch with no coarction or dilation.¿ potential impact: if the change was made after reports had been generated with the original sentence selected, those reported prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient, leading to potential incorrect diagnosis. As far as the clinical risk associated with "viewing" the xml report within rm that is not standard clinical practice. As stated above, if the change was made after reports had been generated with the original sentence, the expected report findings sentence would read "normal aortic and pulmonary valves", which indicates that both semilunar valves leading from the left and right ventricles are normal, but instead the findings sentence was changed to normal left ventricular outflow tract and aortic valve¿, which only describes only the left side of the heart and does not reference the pulmonary valve at all. This changes the clinical meaning of the sentence and is not what the reading physician intended. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instruction to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(4).

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 12th occurrence is being reported for the same issue/same device: impax cv resulted management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this 12th occurrence are 3 different study dates for may 2010, in which an individual MDR report will be submitted for each associated study date and medical record number (mrn). Currently, 14 reports contain this incorrect finding information.